Manufacturer narrative:
Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. There was blood in the balloon. The distal tip was damaged. There were numerous shaft kinks. Magnified inspection identified a pinhole in the balloon material 5mm from the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right coronary artery (rca). A non-bsc device could not cross the lesion. A fg threader mr 1.2mm x 12mm balloon catheter was advanced but unable to cross a part of the lesion. The balloon was inflated 3 times and was then found to have ruptured at 10 atms after being inflated 20 secs. The device was exchanged and the procedure completed with a non-bsc device. No patient complications were reported and the patient's status is good.